Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's parent reported via phone call that she experienced high blood glucose levels. They were worried that the piston stopped working the night before. Customer's blood glucose level was over 600 mg/dl. She treated her blood glucose level with the bolus wizard on the insulin pump. The high pressure and displacement test passed. The customer also experienced a low blood glucose level. The device was not returned.